Manufacturer narrative:
The device returned by the consumer tested in accordance to specifications. On (B)(6) 2017: changed the become aware date from (B)(6) 2017 to (B)(6) 2017, which is the correct date the importer became aware of the issue.

Event description:
Consumer claims that temperature values measured with another thermometer were lowered. Ear-value: 36,4°c. Anal-value: 39,8°c. Consumer complained that she assumed it would be just plug in and read values. She did not took care of measurement requirements and ear wax issues according manual. Additional narrative: the device returned from the consumer tested in accordance to specifications.

Event description:
Consumer claims that temperature values measured with another thermometer were lowered. Ear-value: 36,4°c; anal-value: 39,8°c. Consumer complained that she assumed it would be just plug in and read values. She did not took care of measurement requirements and ear wax issues according manual. The unit is being retrieve from the consumer and will be sent over to the manufacturer for evaluation. These devices are designed according to relevant safety standards and passed all compliance tests.

Manufacturer narrative:
The device returned by the consumer tested in accordance to specifications.

Event description:
Consumer claims that temperature values measured with another thermometer were lowered. Ear-value: 36,4°c. Anal-value: 39,8°c. Consumer complained that she assumed it would be just plug in and read values. She did not took care of measurement requirements and ear wax issues according manual. The device returned from the consumer tested in accordance to specifications.